Event description:
It was reported that a patient's cardiac resynchronization therapy defibrillator exhibited signs of premature depletion. No intervention or patient symptoms were reported.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Event description:
New information on (B)(6) 2018 stated that the device was explanted on (B)(6) 2018. No further information was available.